Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump. The customer was instructed to contact technical support again if any further issues occurred, which they acknowledged and understood.